Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was taking the skin on 5 half way through and it was taken too deep. Pressure did not change and there was a inconsistent graft thickness. No additional consequences were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected.

Event description:
Additional information obtained from the customer stated that there was patient harm associated with the graft. The graft was taken deeper that intended and had to be replaced on donor site. Only half of the harvested graft was usable.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) three times. The last repair was june 9, 2017 where it was reported that the device needed the annual preventative maintenance and the motor, motor sleeve, ball bearings, o-ring, poppet housing, spring seal, and external e-ring were replaced. This is not a related issue. Initial qa inspection of the air dermatome on january 8, 2018 revealed that the calibration and motor speed were out of specifications. All 4 width plates that were sent in were worn and the head was worn as well. Repair of the air dermatome was performed by zimmer biomet surgical on january 8, 2018 which included replacement of the bearings, seal and retaining ring, motor, poppet assembly, o-ring, damaged head, damaged control bar, calibration shaft, hose, width plates and calibration of the device. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the device was outside calibration and motor speed specifications. The root cause of the reported event was due to the device being outside calibration and motor speed specifications. The issue was resolved with the replacement of the bearings, seal and retaining ring, motor, poppet assembly, o-ring, damaged head, damaged control bar, calibration shaft, hose, width plates and calibration of the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.